Event description:
Boston scientific received information that post implant of a left ventricular assist device (lvad), this right atrial (ra) lead exhibited noise and loss of capture (loc) at maximum output. Pacing impedance measurements and sensing was observed to be stable and acceptable. The lead was observed to have micro-dislodged. No changes were made. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.